Event description:
According to the advocate, the customer was unable to get a reading on his contour usb meter. No adverse events were alleged. The complaint did not meet the criteria to be reported at the time of the call, but the test strips were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The strips were returned and tested by qa. They read 421 mg/dl high out of spec. And gave e2 and e11. Retention lot gave satisfactory results.